Event description:
Note: this report pertains to one of four complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-05262 addresses the first cre balloon, manufacturer report # 3005099803-2010-05263 addresses the second cre balloon, manufacturer report # 3005099803-2010-05264 addresses the third cre balloon, and manufacturer report # 3005099803-2010-05265 addresses the alliance inflation syringe. It was reported to boston scientific corporation on (B)(6), 2010 that three cre balloon dilatation catheters, an alliance inflation syringe, and an alliance ii inflation handle were used during an esophageal esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) year-old male patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, each balloon popped after approximately half of the water in the syringe was used to inflate. It was confirmed the gauge of the alliance inflation syringe was reading inaccurately; the needle did not move as the balloons were being inflated. The account also reported it was difficult to maintain pressure on the alliance syringe using the alliance inflation handle; however, there were no visible issues noted to the handle and it was used with the same syringe and the third balloon to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.